Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: (B)(6) serial#, implanted: on (B)(6) 2017, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon of an unknown concentration at a daily dose rate of 60 mcg via an implantable pump for post-resuscitation encephalopathy. It was reported that a visit was made for a pump refill on (B)(6) 2026, but the skin around the pump was red and appeared to be accumulating fluid, so the procedure was not performed. When the fluid was aspirated, it was an abscess, leading to a diagnosis of infection. The gabalon dose rate was reduced to 30 ¿g/day as explant was scheduled for next week. Regarding the infection around the pump, the causal relationship was unrelated to drug, catheter, and pump, but unknown if related to the procedure.